Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [15 mg/ml] at a dose of 15 mg/day. It was reported the patient had a subcutaneous hematoma. A pump replacement for end of life was done on (B)(6)2017. The patient presented in the emergency room with a bulge over the pump pocket below the incision site. The patient was not complaining of any pain, no fever, and not signs or symptoms of infection. The hcp decided to do pump surgery exploration. Intra-operation, after incision made over the pump, the hcp evacuated via suction 690 ml of bright red blood, both liquid and clots, cauterized blood vessels, and applied thrombin inside the pump pocket. No change was made in the catheter, nor infusion rate. An abdominal binder was placed on the patient after the surgical incision was closed and bandaged. There were no environmental/external/patient factors that might have led or contributed to the issue. There were no diagnostics/troubleshooting performed. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included a past history of acute renal failure, atrial fibrillation, hypokalemia, respiratory failure, c. Diff colitis, bacteremia secondary to staph aureus; and current history of anxiety, hypertension, depression, motor vehicle accident, obesity, and idiopathic skeletal hyperostosis. Concomitant medications included oral morphine as needed (prn), fluoxetine, ferrous sulfate, metoprolol, gabapentin, amlodipine, acetaminophen, omeprazole, quetiapine, divalproex, and apixaban.